Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular repair of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. On an unknown date, a type I endoleak was discovered. On (B)(6) 2017, the patient underwent a planned reintervention whereby an additional aortic endograft (manufacturer unk) was implanted to treat the type I endoleak. The patient was discharged on (B)(6) 2017.